Manufacturer narrative:
A ge service rep performed an on site investigation. A faulty fuse was found. The repair info regarding its replacement is unavailable. However, no reports of pt or staff injury were reported.

Event description:
The customer reported the system failed to boot up. No report of pt injury.